Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month following implant, the left ventricular (lv) lead pacing threshold had increased. The lv lead polarity was reprogrammed to the polarity with the lowest value. The lv lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.